Event description:
Caller states that the patient tested >8.0 inr on the device and .7 inr on the comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.